Event description:
Additional information was received reported that the stimulator was implanted in the right buttock to aid in urination. In or about (B)(6) 2016, the patient went to a medical center due to a urinary problem. The patient was unsatisfied with the results of the stimulator and desired to have it removed from his right buttock. A manufacturing representative (rep) spoke with the patient while he was at the hospital. The rep told the patient that instead of removing the stimulator, the lead going into the nerve could be relocated to get a better result. The patient agreed to undergo a revision procedure on the right side. When the patient awoke from surgery, he discovered that a second stimulator had been implanted in his left buttock. The patient suffered injury, damage and loss.

Event description:
Hold adam 7/8it was reported that the patient¿s programmer antenna was stolen. Replacement was ordered. There was a loss of therapeutic effect and it was noted the patient¿s device did not work for the past year prior to report. He was trying to get programming done. No outcome was reported regarding this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09hd8, implanted: (B)(6) 2013, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).